Event description:
Heartmate 3 left ventricular assist device (lvad) presents with initial driveline infection. Culture grew pseudomonas. Surgical intervention was not required at this hospitalization. Zosyn was initiated on hospital admission, however patient was discharged with 4 week regimen of oral cipro.